Event description:
The patient reported communication and charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient has been implanted with a new advanced bionics spinal cord stimulator.